Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18462. It was reported the patient experienced ineffective stimulation. In turn, diagnostics indicated impedance issues. X-rays confirmed the leads had migrated. In turn, the leads were repositioned and anchored on (B)(6) 2021 to address the issue.